Manufacturer narrative:
Details of the affected slide staining run(s) and the instrument logs were not available to the manufacturer as the complainant declined to provide this to leica biosystems. As a result, it was not possible to assess the operation and function of the instrument. However, based on the information available, the instrument functioned as designed in the circumstances reported by the complainant. The information available details that ¿the cause of the issue is waiting investigation¿. The root cause for the ¿¿reported errors ¿¿ could not be unequivocally established from the information available. The information available states that ¿after repairing, the instrument returned to normal.¿ the device was not available for evaluation as the complainant site declined to allow leica biosystems engineers to attend to assess the function and operation of the instrument.

Event description:
On 14 august 2024, the complainant submitted a medical device adverse event report for marketing authorization holders to the (B)(6) documenting the following: ¿abnormalities occur frequently, errors are reported all the time, and a large number of samples and films are wasted.¿ on (B)(6) 2024, leica biosystems melbourne received the following information: ¿we receive an ae from (B)(6) hospital in the (B)(6) ¿product name:fully automated ihc and ish staining system product code/model : bond-max serial number : (B)(6) date of use:2024-7-31 ae number:[report number] case description:on (B)(6) 2024, mulfunction [sic] happened frequently, reported errors, and wasted a lot of samples and films. The issue led to tissue damage. The cause of the issue is waiting investigation. After repairing, the instrument returned to normal.¿ on (B)(6) 2024, the assigned customer service engineer confirmed with the customer that ¿¿some patients had repeated biopsies. The department is managed by a trustee. If there is a problem with the equipment in the department, the equipment department will contact a third party for repair. The customer is unwilling to provide detailed information. We also encountered resistance when asking the customer to cooperate with us to retrieve the log¿an engineer to visit the customer next week for confirmation. Specific information and logs will be supplemented later.¿ on 23 august 2024, leica biosystems melbourne received additional information from the local leica qa specialist from the local qara team regarding the circumstances of the event: "the tissue is damaged. Some slices are small specimens, such as puncture tissue, which may not be cut out again¿the hospital equipment department has repaired it¿the machine is running normally now.¿ on (B)(6) 2024, leica biosystems melbourne was advised no further information regarding the affected patients or the circumstances of the event was available.